Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on the lcd board. No frozen display or loss of memory noted. The keypad traces was inspected and no anomalies noted. Unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or test low reservoir alarm due to unresponsive buttons. However, after reconnecting keypad connector the operating currents are within specifications. No battery out limit alarms noted. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive, the pump alarmed low reservoir and the pump is frozen. Customer's blood glucose was 415 mg/dl at the time of incident. Troubleshooting found that the batteries were changed but the problems persist. It was also found that the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.